Manufacturer narrative:
Alleged failure: (B)(6), rep, unit lost signal in the middle of a surgery and lost image. Requesting to specifically check the dvi card panel salesforce case number (B)(6). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be capture card failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.